Event description:
It was reported that a farawave 31 mm during preparation had a large amount of white powder-like substance was attached to the catheter device and junction port upon flushing the lure lumen. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it will not be in contact with the inner section of the system. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states.

Event description:
It was reported that a farawave 31 mm during preparation had a large amount of white powder-like substance was attached to the catheter device and junction port upon flushing the lure lumen. The device was replaced, and the procedure was completed without patient complications. The catheter was returned.